Event description:
A jade balloon was used to treat a complete total occlusion lesion in the mid-segment of anterior tibial artery. Resistance was experienced after a wire exchange was performed, and the balloon separated from the catheter shaft while in-vivo. All components were retrieved. A new balloon was used to complete the procedure.